Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's spouse reported that the patient has broken out in hives, possibly due to an allergic reaction to the device. It was also noted that the patient is allergic to "nichol". The device remains in use. No further patient complications have been reported as a result of this event.